Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application. The device was eventually able to pair after interrogating with the programmer. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time.